Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported by the patient that two infusion sets fell off during use events on (B)(6) 2024 . Infusion set was in use for 1 hour for event 1 and less than 15 hours for event 2. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1933210 - MDR 3003442380-2024-19370 - device 2 of 2.